Manufacturer narrative:
The events of seroma, and capsular contracture, baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and capsular contracture, baker grade unknown.

Event description:
Patient representative reported for unknown side "mental anguish and fear of recurring alcl, seroma, pain, itching, capsular contracture grade unknown, burning sensation, discomfort, tightness, asymmetry, aggravation of underlying conditions including but not limited to anxiety, depression". Also reported the following events which are not related to the device: "significant scarring, disfigurement, tissue damage, panic disorder, post-traumatic stress, significant weight gain," "chronic insomnia", "diarrhea/vomiting/nausea on an ongoing basis", "irritable bowel/crohn¿s, chronic gastrointestinal upset or reflux". The device has been explanted. Treatment: device explant, total capsulectomy.